Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas sustained physical damage when it dropped during belt attachment, resulting in a cracked touchscreen and loss of watertight integrity, while the device otherwise remained functional. Symptoms included no adverse clinical effects. Outcomes included the user discontinuing pump therapy and using injections until a replacement arrived. Investigation included customer interview, evaluation of returned device, and device replacement logistics with instructions for return and data handling. Investigation of this case revealed damage to the display assembly consistent with impact. It was concluded that the event was due to accidental damage and not a device malfunction.